Manufacturer narrative:
(B)(4). The DHR file is not available for review due to the age of the driver. Several sections of the driver IFU (8048a rev. 01) will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking. Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions.". The ez-io needle IFU (8082 rev 02) states, "do not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone. Note: if driver stalls and needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone.". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 04/2009 and is approximately 12.5 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. In-service has been requested as the driver was found to be used well beyond its shelf life. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. In-service has been requested as the driver was found to be used well beyond its shelf life. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Consultant anesthetist used the ez-io on a patient however the system went through skin then stopped when it hit bone. Patient is ok but obviously an emergency piece of equipment failing is not ideal. The anesthetic clinical lead practitioner who reported the incident was not there at the time of incident only surgeon told her what happened. It is also important to report that the end user in this incident, the consultant anesthetist, has used this product in the past.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Consultant anesthetist used the ez-io on a patient however the system went through skin then stopped when it hit bone. Patient is ok but obviously an emergency piece of equipment failing is not ideal. The anesthetic clinical lead practitioner who reported the incident was not there at the time of incident only surgeon told her what happened. It is also important to report that the end user in this incident, the consultant anesthetist, has used this product in the past.